Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542m (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name sensight; product ID b3301542 (serial:(B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the ins replacement, there was slightly elevated impedances on the leads. All extension wire connections as well as connections to the generator were evaluated and dried. The lead impedances continue to be only very slightly elevated. During the replacement, the right lead became non-functional. There was a malfunction of the lead. The hcp discussed revising the leads to achieve better control. A new MRI was also indicated as the patient has grown significantly since the age of 9 at the time of their first surgery, the intracranial leads needed to be removed prior to the MRI.